Event description:
As reported by the user facility: during the gravity infusion of chemotherapy drugs, the connector cracked and leaked fluid after less than 24 hours of use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.